Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that an outer-grip locking fem implant impactor is broken. It remains unknown when this failure occurred and if a case or patient was involved.

Manufacturer narrative:
H10: h2: additional information ¿b5, d4, h4¿. H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed one of the tips is broke off the outer-grip locking fem implant impactor. The broken piece was not returned with the device. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, an outer-grip locking fem implant impactor was broken. No pieces fell inside the patient. Surgery was completed with a backup device, without any delay. Patient was not harmed.